Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not marking helium gas level correctly on analogue or digital. There as no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Type of a getinge field service engineer (fse) evaluated the unit and found a leak in the cart at the high-pressure connection. It was poorly connected, re-tightening and tests were carried out and did not display any other problem, equipment released for use. Fse the carried out tests and all tests passed.